Event description:
The user facility reported that air leaked after placed on the patient. Manual pressure was applied above the site to reapply a new tr-band. The new device worked fine. The procedure prior to the use of the tr-band was cardiac angioplasty. The blood loss was reported there was no injury to the patient. Additional information was reviewed on 23 sep 2024: the usual 12ml was injected. Roughly 10 seconds later, after taking off the lead, it was bleeding. It was clear that there was less air in the band. Another 2ml was put in. This stopped the bleeding for 5s and then bleeding started again. At that point seemed like there was an air leak in the band. Another tr band was successfully used after.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: care facilitator, cath lab. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 07nov2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).